Event description:
Customer stated they have pain wearing aligner and have had unintended movement with their teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.